Manufacturer narrative:
The insulin pump alarmed for a button error and had intermittent escape and act button response due to corroded keypad traces. The insulin pump was received with a cracked reservoir tube lip, cracked battery tube threads, a cracked case at the display window corner, minor scratches on the display window, a scratched reservoir tube window and a missing end cap sticker. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4) site, per variance 5.

Event description:
The customer reported that the insulin pump alarmed for a button error and the customer was unable to clear the alarm. The customer did not recall the blood glucose reading or any significant event leading to the alarm. The customer was advised that the insulin pump would be replaced and agreed to return the product for analysis. The customer was advised to discontinue use of the insulin pump and to revert to a back up plan per a health care professional's instructions.